Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The customer reported ¿green fiber optic cable is flukhvashan". Problem description (symptom): not move standby to run. Action taken at site (diagnosis): on inspection found l11 light source not move standby to run intermittently. Rectified the same. Now light source is working fine. Final report: l11 light source is working fine. Probable root cause: light engine malfunction. Main board, receptacle board, or front board malfunction. Damaged or missing esst spring. Incorrect/no communication with 1688. Overheating. Power supply malfunction. Software malfunction. Hf/rf interference. Cybersecurity attack. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.